Event description:
The customer stated the rubella calibration failed on the axsym analyzer with two different reagent lots. The abbott customer technical advocate (cta) asked the customer to centrifuge the calibrators for diagnostic purposes. After centrifuging, the calibration passed. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.